Event description:
A physician reported that a pt, who previously used renu with moistureloc multi-purpose solution, presented with a corneal ulcer in her right eye in 2006. The pt had been using prednisolone acetate (four times per day) prior to presentation and vigamox (hourly) at presentation. There was an infiltrate with irregular boarders in her cornea. Cultures and stains were performed. The stains were positive for hyphae and the cultures were positive for fusarium. The pt was prescribed oral itraconazole, topical natamycin and her vigamox dosage was decreased to four times per day. As the ulcer worsened, topical amphotericin was added to the regimen. Initially, the pt's condtion improved. However, the pt later presented with a corneal perforation and a flat corneal anterior chamber. The pt underwent a tectonic penetrating keratoplasty the same day. Post-operatively, the pt was restarted on her previous medications with the addition of topical cyclosporine. To date, the pt's medications have been tapered and there has been no recurrence of fusarium.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.